Manufacturer narrative:
Visual examination revealed that the distal end is bent approximately 5cm from the end of the distal tip. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on the distal end. Tip motion was evaluated against a curve template. Both right and left curves failed to reach the specified template area. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray confirmed bent center support. Also found slack in the steering wires at the hub, but the terminals appeared normal with no evidence of slippage. The distal end was dissected to examine the guide coil joint. The joint was securely welded to the center support with no evidence of slippage.

Event description:
It was reported that the catheter was stuck in the curved position. It was reported that during right atrial flutter ablation procedure, the physician made the map with the intellanav mifi open-irrigated ablation catheter. After he completed the map, he bent the catheter in the isthmus and he started ablating. He replaced the ablation catheter but the catheter didn't return to the straight position and didn't bend to the left side. He tried to complete the procedure with the catheter, but decided to change for a non-bsc catheter. There was no reported difficulty removing the catheter from the patient. He completed the procedure with success without complication for the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was stuck in the curved position. It was reported that during right atrial flutter ablation procedure, the physician made the map with the intellanav mifi open-irrigated ablation catheter. After he completed the map, he bent the catheter in the isthmus and he started ablating. He replaced the ablation catheter but the catheter didn't return to the straight position and didn't bend to the left side. He tried to complete the procedure with the catheter, but decided to change for a non-bsc catheter. There was no reported difficulty removing the catheter from the patient. He completed the procedure with success without complication for the patient.